Manufacturer narrative:
Most recently, this lv lead had been returned to boston scientific. Final analysis confirmed that the lead's outer insulation, inner insulation, coil wire casing, and coil wire core were all consistent with the specified materials for acuity spiral, model 4592 leads. A bend in the lead was observed at 307 mm and a constriction was found at 436 mm likely due to a suture sleeve tie-down. A breach was found in the inner insulation at the fracture site. All four of the coil wires were fractured at 358 mm and each showed a circular pattern of ductile dimples indicating torsional overload. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had been electively explanted as a result of increasing pace thresholds and continued diaphragmatic stimulation. There were no reported adverse patient effects. The local area sales representative had no knowledge of a lead fracture at the time of explant.